Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drug being delivered was morphine (unknown) with an unknown dose and concentration. The reason for use was non-malignant pain. It was reported that the patient ¿has major concerns with the pump.¿ ¿she has rsd; however, now it is called crps. Patient said that in 2004 she was in a major car accident. Patient said she was misdiagnosed for two years, rare neurological dystrophy.¿ she had several surgeries in the past. She said that she seems to go through phases with her pump. When she first received the pump, it seemed like everyone was on the same page. She wasn't told anything and had to learn it herself. Now sometimes it takes 3 months to see the healthcare professional (hcp) even when the patient is experiencing burning. When asked patient said that she feels like she is getting too much morphine. The last refill was (B)(6) 2018 and the next refill is in (B)(6) 2019. Patient asked about dosage, said that she has lost weight and hcp hasn't checked her weight in the last two years, as the patient is afraid to go on the scale in the office. She has used her sister's scale and her sister has record of her weight, ¿she lost 80 pounds in the last 2 years and 7 months.¿ the patient stated that she knows the pump is sticking out due to the weight loss. At one time the neurologist wanted to remove the pump and check it; however, the patient refused. No interventions were mentioned. The patient said that it is very difficult to get a hold of anyone at the office and whenever she calls she receives a recording. The reported symptoms consisted of burning all over; however, she doesn't have a fever. There was burning in mouth, severe acid reflux. The symptoms were happening in the ¿last two weeks¿ prior to the call date of (B)(6) 2019, but ¿had been going on for the past 4-5 months.¿ the change in therapy/symptoms was gradual. Patient does not intend to follow up with any hcp. The patient was directed to contact the hcp for medical direction and to consider the options that they provide for her. Patient said it doesn't matter, said too hard to get a hold of them and ended the call. There were no further complications reported/anticipated.